Event description:
After reviewing the literature review for trufit implants completed in (B)(6) 2012, it was determined that these complications are to be reported as complaints. Procedure was an off label use of the product. (B)(6) male, lfc lesion measuring 18x15 mm with a bony defect that was 8 cm in depth. Three plugs used; two 7 mm and one 11 mm. (B)(6) months postop activity related pain had progressed with regression of function and loss of motion. (B)(6) months postop patient elected to undergo revision surgery with cold stored sized osteochondral allograft, which showed failure of incorporation of the previously placed trufit plugs. A soft, friable mucoid substance was found in the bony void where the plugs had been placed, which "upon probing" had a paste-like consistency that was easily disrupted from the surface to the base of the deficit. The defect measured 25 x 12 mm and was 15 mm deep. Multiple core biopsy specimens showed fibrosis superficially with a significant foreign-body giant cell reaction surrounding abundant amorphous synthetic-appearing substance with no evidence of viable tissue. Site was debrided and treated with a cold-stored sized osteochondral dowel allograft, patient was symptom free at (B)(6) months.

Manufacturer narrative:
There is no product being returned for evaluation. (B)(4).